Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user opened two ngage nitinol stone extractors from the same lot number during a procedure and the baskets did not close properly and could not pick up stones. The scrub practitioner noticed that the first one didn't close properly during use but he hadn't inspected it before feeding it into the scope. The second ngage nitinol stone extractor was opened and inspected and did not close properly prior to use in the patient. A third device from a different lot was used to complete the procedure. It was reported that the procedure was successful with only a slight delay. The user requested replacement devices for three additional unopened ngage nitinol stone extractors from the same lot as the complaint devices. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: visual inspection and functional testing of the returned devices was conducted during the investigation. A review of complaint history, the device history record, drawings, instructions for use, quality control data, and specifications was also performed. Two open devices and three unopened devices were returned for investigation. Open device a: the device was returned with the handle and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm. A functional test determined the handle actuated the basket formation when in straight position, however, when in coiled position, the basket formation is gapped when closed. There were kinks in the basket sheath noted at 3.5 cm from the distal tip of the basket sheath and again at 7 cm, 55 cm, 63.3 cm84 cm, and 89 cm from the distal tip. Open device b: the device was returned with the handle in the closed position. The basket formation is closed, but a gap is noted. The collet knob is tight and secure. The mlla is loose. The pett measures 3.8 cm in length. A functional test noted the handle actuates the basket formation; one of the basket wires is found to be broken. There are no noted kinks in the basket sheath. The basket formation has the appearance of being flat and asymmetrical. Unopened devices: all devices appear to be packaged according to specifications. A functional test was conducted and all of the unopened devices were initially noted to have a gap in the basket formation when the handle was actuated. After actuating the devices 2 or 3 times the basket formations closed fine. The handle actuated the basket formation to the fully open positions. The device history record was reviewed and found no non-conformances related to the reported failure. A review of complaint history revealed this complaint to be the only one associated with complaint lot number 8624287. The instructions for use (IFU) provides the following: suggested handling instructions for extractors and forceps caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The complaint devices were reported to have baskets that would not close. Evaluation of the devices found that all 5 had issues with the baskets closing. Measures have been initiated to address this issue. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.